Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified lower glucose sensor scan results compared to unspecified blood glucose readings obtained on an unknown device and experienced symptoms of hyperglycemia described as dizziness. It is unknown whether the customer noted a trend arrow on the device. Customer was unable to self-treat an presented to the hospital were they were provided intravenous insulin (dose/type unspecified) and humalog injected subcutaneously by a healthcare professional in a hospital. The customer was then discharged once their blood glucose was reported as 250 mg/dl after medical treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified lower glucose sensor scan results compared to unspecified blood glucose readings obtained on an unknown device and experienced symptoms of hyperglycemia described as dizziness. It is unknown whether the customer noted a trend arrow on the device. Customer was unable to self-treat an presented to the hospital were they were provided intravenous insulin (dose/type unspecified) and humalog injected subcutaneously by a healthcare professional in a hospital. The customer was then discharged once their blood glucose was reported as 250 mg/dl after medical treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified lower glucose sensor scan results compared to unspecified blood glucose readings obtained on an unknown device and experienced symptoms of hyperglycemia described as dizziness. It is unknown whether the customer noted a trend arrow on the device. Customer was unable to self-treat an presented to the hospital were they were provided intravenous insulin (dose/type unspecified) and humalog injected subcutaneously by a healthcare professional in a hospital. The customer was then discharged once their blood glucose was reported as 250 mg/dl after medical treatment. There was no report of death or permanent impairment associated with this event.